Manufacturer narrative:
The pump was received with an intermittent up arrow button response due to the corroded keypad traces. There was no button error alarm during testing. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that he was trying to bolus and as soon as he entered the amount of food, the numbers kept going up and up. Customer stated that it seems like the button is stuck. Customer took the battery out but it did not help the issue. Customers' blood glucose was 82 mg/dl at the time of the incident. Customer reported that the up arrow and down arrow buttons won't respond. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.